Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 1ml ls tuberculin stopper separated from the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid-19 vaccination. The customer reported that the stopper was separated from the plunger."